Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via distributor that a nerve monitoring probe does not generate response when in contact with the nerve during the procedure. There was no patient impact. A back up device was used to complete the procedure.